Event description:
It was reported that crosstalk was observed on the ventricular channel after a generator change out. Crosstalk was observed following therapy. Programming changes were made.

Manufacturer narrative:
(B)(4).